Manufacturer narrative:
Event problem and evaluation codes: updated. No product or photographic evidence was provided to aid in this investigation. The complaint report offered insufficient details to determine whether this product functioned as intended or was used in a manner consistent with its instructions for use IFU or failed to meet product specifications. Lacking any additional evidence, this complaint has been closed as unconfirmed. If the product is returned, the complaint will be reopened for further investigation. A device history record review was not conducted, based upon review of the information provided by the customer, as it does not indicate a problem with the initial manufacture or prior repair of the device. This remediation MDR was generated under protocol b10010579, as a result of warning letter cms# 617147. D4: UDI information is unknown. G5: premarket (510k) number is unknown.

Event description:
It was reported that the precision test on a new equipment was in the upper 6%. Pump is out of service. No patient injury reported. Additional information received via email on 11-nov-2021 and attached by smiths medical in complaint: after precision test, precision was out of standard value, +/-6%. No patient injury reported.